Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a power on reset (por) occurred. It was noted multiple write to rom pors had occurred and the last por took place on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a power on reset (por). The ICD was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the ICD exhibited multiple pors over several months. It was noted the patient received a device interrogation every one to one and a half months and a write to rom por was observed at each device check. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: model #/lot #. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was explanted and replaced. No patient complications have been reported as a result of this event.